Manufacturer narrative:
The pump had no button response due to moisture damage on the keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the excessive no delivery alarm test due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer also reported that the esc button was intermittently working. The customer reported that they received no delivery alarm. Troubleshooting was done. The insulin did exit during plunger push and the insulin pump did not alarm no delivery alarm during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.